Event description:
On 12/2/94, a 47-year-old female who had previously undergone augmentation mammoplasty, presented with bilateral acquired breast deformity and atypical rheumatic autoimmune symptomatology. She underwent surgery for removal of ruptured silicone implants. The pt was discharged in stable condition.